Event description:
Spontaneous report, from northern ireland. Local reference: # (B)(4). Agency refrence: (B)(4). Quality complaint references #(B)(4); #(B)(4). This initial serious case report was received on (B)(6) 2021 from a dentist by email and follow-up 1 was received on (B)(6) 2021 from sofic. All the information was processed together. Course of events: the report described cannula breakage at the hub during local infiltration (periapical mandibular arch mental nerve block) of articaine (manufacturer unknown) with the device ultra safety plus twist in a 52-year-old male patient for an unspecified procedure on (B)(6) 2021. The broken fragment remained in the patient's mouth and had to be removed with tweezers. At the time of the report the patient had recovered without sequelae. The incident occurred after 2 injections. No other product or medical device were used during the dental procedure. It was reported that the dentist had difficulties encountered while handling the device at the time of injection and a lot of pressure had to be exerted on the needle during injection (inappropriate method of use). The patient was not anxious before the treatment. The dentist confirmed she used blue handle. She reportedly had used the old system of ultra safety plus for over 15 years with no issues and did not enjoy the new twist version. The patient was born on (B)(6) 1969 (height 182 cm, weight 100 kg). Other information of product: septodont batch number was not reported. This case is serious due to internal convention given that cannula broke in patient's mouth. Base on quality investigation report: no investigation was performed as device batch number was missing and no sample was returned. Manufacturer's preliminary comments: based on the first information available, the report described the cannula breakage at the hub from the injection device usp twist. It has been reported that the dentist had to exert excessive pressure on the device at the time of injection - contrary to what is mentionned in the IFU - which could have favored the incident. In addition, it was reported that the incident occurred after the second injection; it was not clear if the same device was used for both injections, but this could be a causative factor as well. Finally, pending quality investigations, even though a quality defect could not be ruled out, the main probable root cause seems to be the use error of the device. Based on the preliminary analysis, pending quality investigation and in the absence of anteriority on the batch, no CAPA is required. Manufacturer's final comments: based on all available data, as no quality investigations could be conducted, no defect of the suspected device was identified. Causes of needle breakage may include bending of needle prior use, insertion up to the hub, excessive pressure or movement of the needle during injection, a sudden movement of the patient during injection and/or the use of a needle size inappropriate to the type of procedure, or the use of the needle in spite of an obstacle (e.g bone). However, there were few information about the technique and procedure or injection course in this report to conclude. Therefore, no final root cause could be determined for this incident but a cause due to dentist's practice may be suggested. The controls done by our supplier and during assembly step prevent the risk the assembled device with non-conform cannulas. Furthermore, during the tests performed due to this complaint, no defect was observed on the device tested: no breakage during bending and resistance over 22n. As no investigation could be conducted, and without any proven quality defect of the needles, a cause due to dentist practice cannot be ruled out. Consequently, and without any further information, there is no need for risk assessment to be reviewed following this incident. As no sample was returned and no batch number was communicated, no investigations could be conducted by the manufacturer. Without proven cause and proven quality defect, no corrective action will be done following this complaint.

Manufacturer narrative:
Manufacturer's preliminary comments: based on the first information available, the report described the cannula breakage at the hub from the injection device usp twist. It has been reported that the dentist had to exert excessive pressure on the device at the time of injection - contrary to what is mentionned in the IFU - which could have favored the incident. In addition, it was reported that the incident occurred after the second injection; it was not clear if the same device was used for both injections, but this could be a causative factor as well. Finally, pending quality investigations, even though a quality defect could not be ruled out, the main probable root cause seems to be the use error of the device. Based on the preliminary analysis, pending quality investigation and in the absence of anteriority on the batch, no CAPA is required. Manufacturer's final comments: based on all available data, as no quality investigations could be conducted, no defect of the suspected device was identified. Causes of needle breakage may include bending of needle prior use, insertion up to the hub, excessive pressure or movement of the needle during injection, a sudden movement of the patient during injection and/or the use of a needle size inappropriate to the type of procedure, or the use of the needle in spite of an obstacle (e.g bone). However, there were few information about the technique and procedure or injection course in this report to conclude. Therefore, no final root cause could be determined for this incident but a cause due to dentist's practice may be suggested. The controls done by our supplier and during assembly step prevent the risk the assembled device with non-conform cannulas. Furthermore, during the tests performed due to this complaint, no defect was observed on the device tested: no breakage during bending and resistance over 22n. As no investigation could be conducted, and without any proven quality defect of the needles, a cause due to dentist practice cannot be ruled out. Consequently, and without any further information, there is no need for risk assessment to be reviewed following this incident. As no sample was returned and no batch number was communicated, no investigations could be conducted by the manufacturer. Without proven cause and proven quality defect, no corrective action will be done following this complaint.